Event description:
It was reported the patient was unable to adjust stimulation and saw a ¿call your doctor¿ icon displayed. It was stated the patient¿s device had a power-on reset (por) condition and they were advised how to clear it which resolved the issue. It was noted, the patient wanted to increase stimulation because they had a ¿massive headache¿ since the morning of report and that is also how long they had been seeing that screen. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was headache. Product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).